Event description:
During testing at the MFR, it was reported that the device was overheating. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which revealed foreign debris contamination and insufficient lubrication. The presence of debris and lack of lubrication can lead to increased friction among rotating components, resulting in heat being generated.